Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented to the emergency room three days post implant after experiencing a syncopal episode. Upon interrogation, it was found that therapy was programmed off in the implantable cardioverter defibrillator (ICD). The cause of the syncope remained unknown as episodes are not stored when therapy is programmed off. It was noted that therapy had initially been programmed off after implant per the patient's family's request and remained off per request following the emergency room visit. The ICD remains implanted and no additional adverse patient effects were reported.